Event description:
During surgical procedure when the probe touched the site, a blue object stuck on the bone and floated. The procedure was changed to an open procedure and was completed without any issues. No pt injury or complications were reported.